Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Concomitant products: carto® 3, u.s. Catalog#: fg540000, serial #: (B)(4). Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and smartablate¿ system rf generator and developed esophageal fistula. It is unknown if medical/surgical intervention was provided. Some weeks after the procedure, the patient developed esophageal fistula. There¿s no information regarding medical/surgical intervention, extended hospitalization, patient¿s outcome and physician¿s causality opinion. The biosense webster representative has advised that additional information could not be obtained from the customer. No further information is forthcoming.

Manufacturer narrative:
Additional information was received on (B)(6)2018. There was no report of any issue with the products used. No service repair was requested for the equipment. Manufacturer¿s reference number: (B)(4).